Manufacturer narrative:
The device will not be returned for evaluation, but photographic evidence has been provided. Root cause cannot be determined, however, based upon photos and the IFU; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed, and no data was found. A two-year review of complaint history revealed there has been a total of two complaints, regarding two devices, for this device family and failure mode. During this same time frame 569 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.004. Per the instructions for use, the user is advised to exercise care in the use of the device to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, c8537.1, meniscal rasp, 30° bottom and top serrations, was being used in an unknown procedure on (B)(6) 2024 when it was reported, ¿the tip broke while using the item during surgery.¿ there was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed using a similar device. Further assessment questions found that the device fragmented and fell into the surgical site. The fragmentation was retrieved with forceps. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, c8537.1, meniscal rasp, 30° bottom and top serrations, was being used in an unknown procedure on (B)(6) 2024 when it was reported, ¿the tip broke while using the item during surgery.¿ there was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed using a similar device. Further assessment questions found that the device fragmented and fell into the surgical site. The fragmentation was retrieved with forceps. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.